Event description:
It was reported that at a follow-up appointment, this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements (>3000 ohms) which had suddenly risen at the end of september. Additionally, loss of capture and noisy signals were also observed. It was hypothesized that the atrial lead either dislodged from the implant location or exhibited damage, but this was not confirmed via diagnostic imaging. The physician elected to reprogram the device output and continue with monitoring at this time, the ra lead remains implanted and in-service. No adverse patient effects were reported.